Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image did not display due to a faulty cable. The cause of the faulty cable likely occurred from water entering the cut on the cable. However, the specific root cause of could not be determined at this time. The event can be prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. It was determined there was intermittent image due to a cut on cable. In addition, there was an air/water leakage. A cable was bulging due to twisted internal wires. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported to olympus, the hd autoclavable camera head displayed no image when plugged in. The event occurred during a diagnostic laparoscopic procedure. The intended procedure was completed using another device. There was no report of patient harm associated with this event.